Manufacturer narrative:
The device was received for evaluation. During functional testing, an inoperable keypad button above start was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the first right key not functioning. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had an inoperable keypad button; further described as "the button above start". This occurred during preventive maintenance testing in the biomed service department. There was no patient involvement. No additional information is available.